Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis of the returned device revealed a shaft break and kinking together with damage to the inner and outer lumens. A visual and microscopic examination of the returned device noted a break in the mid shaft approximately 247mm proximal from the tip. The device was returned in two separate sections. The guidewire was returned still inserted in the device, and all attempts to remove it failed due to the severity of damage present. There was also some bunching of the inner and outer lumens, which is consistent with a restriction during guidewire withdrawal. This damage was located approximately 80mm from the proximal edge of the stent. Further review also found minor kinking at various intervals along the shaft of the device. The balloon and stent was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following predilatation, the physician advanced the 2.50 x 24mm promus element stent delivery system to the lesion but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was a shaft break.